Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(4), ubd: 27-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the night prior to report, the patient felt a sharp pain where the lead is implanted. The patient reported he bent over and felt a tear and it burned badly. The patient can feel something moved. The patient was having issues with his back around the paddle lead. The patient was redirected to their healthcare provider (hcp) to check the implant. No further complications were reported/anticipated.